Manufacturer narrative:
(B)(4) event date unknown. Operator of device unknown. Sample is anticipated but not return for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking on right side seam. The leak was discovered prior to administration to the patient. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional testing identified and confirmed the reported condition as a leak, with the leak location noted on the right upper corner, which is inverted during filling; thus this leak would have been obvious if present during filling. Magnified inspection of the leak location identified an edge gouge; the gouge extended slightly on the back side of the bag, indicating the bag edges were raised (i.e. The bag was filled when the gouge occurred). Additionally, the manual addition port had been used, as evidenced by a cannula insertion point, which indicates additional processing had taken place after filling. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak was present. Based on evaluation findings, in addition to customer report of the leak being identified after filling and prior to administration, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.